Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a ventricular tachycardia (vt) episode follow by asystole for approximately thirty seconds. Chest compressions were performed. The cardiac resynchronization therapy defibrillator (crt-d) did not detect the ventricular episode and the clinician suspected abnormal device function. A review of the device data indicates this could be related to programming and the device was functioning as expected. The device remains in use. No further patient complications have been reported as a result of this event.